Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed that malfunction did not recur after reset, was advised that pump could continue to be used, and was instructed to call back if any malfunction code appeared again.